Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. The patient was treated with topical antibiotics and placed under general anesthesia on (B)(6) 2021, in order to wash the site, and remove the abutment. The implanted device remains.